Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01335. It was reported, the pt experienced a change in her stimulation a month ago. The pt had previously suffered a fall in (B)(6) 2011. An sjm rep met with her at that time and was able to resolve the issue with reprogramming. An sjm rep met with the pt again and lead diagnostic tests showed multiple invalid contacts. X-rays were done and revealed a lead fracture. The pt is pending surgical intervention to address the issue.